Event description:
After birth, the patient was placed on warmer and servo applied. Servo temp read 37.6 to 37.9 degree celcius when the control mode was set at 37.0 degree celcius. Infant axillary temp was 36.7 degree celcius. The infant was removed for safety and placed skin to skin with mother. Servo temp continued to increase even while infant was not on warmer. Warmer buttons also not working on front. Unable to turn any alarms off.